Manufacturer narrative:
Vyaire file identification no. (B)(4). Any additional information received from the customer will be included in a follow-up report. Review of the logs show that an error was visible during running test ventilation after a manual breath maneuver. Analysis report confirmed that this is a software bug that will be solved with the next software release. It is clearly visible in the logs that the ventilation continued with the last applied settings, nurse call was active, buzzer sound was active, red alarm leds were active until a force shut-down was performed by the user. The root cause of the event is attributed to software - failsafe application activated.

Event description:
The customer reported ui failsafe. No patient involvement.